Event description:
It was reported that the pump only worked briefly. The pt had a seizure due to baclofen withdrawal. The neurosurgeon tested the pump and found "the pump was not working". The pump was replaced. The catheter was replaced as well because the physician noted that the drug "was not going to the area were it was supposed to go". This did not fix the problem. The drug contained in the pump was not reported.